Event description:
It was reported that customer experienced cgm error 42. There was no reported impact to the customer¿s blood glucose level. Cts unable to reset pump. The customer continued to use the pump for insulin therapy.